Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that when the sterile box of the implantable neurostimulator (ins) was opened at implant, finger marks were found on the device. The ins was not implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found there was foreign material on the ins packaging. The ins passed functional testing, however, there was a spot of foreign material on the surface of the ins can. An ir spectra analysis of the spot on the ins can found the presence of material consistent with finger oil, protein/skin flake, calcium carbonate, erucamide, parylene c, and possibly soap.